Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 75 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error after exposure to MRI. The customer stated that the drive support cap was normal and that the insulin pump was not exposed high magnetic fields. Customer reported to have received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm or perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window, and missing end cap sticker.